Event description:
A (B)(6) male patient contacted zoll customer support to report that one of the battery packs was faulting in the monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is still underway. The reported problem (fault in monitor) was confirmed. As received, the battery would not charge or power on a monitor. Root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.